Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer's blood glucose level was 450 mg/dl when the pump display turned back on. Multiple follow-up attempts were made to gather additional information; however, the customer did not respond to follow-up attempts.